Event description:
It was reported that this lead was implanted, however, it exhibited abnormal impedance measurements. The physician then decided to remove and replace this lead prior to pocket closure and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of impedance issue.

Event description:
It was reported that this lead was implanted, however, it exhibited abnormal impedance measurements. The physician then decided to remove and replace this lead prior to pocket closure and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.